Event description:
The pt began wearing this lens type as daily wear aprox two months prior to the event. When seen by the eye care practitioner, the pt reported that the left contact lens had been less comfortable for a few weeks, and the left eye was red with foreign body sensation for three days. The pt was diagnosed with a corneal ulcer, infectious keratitis o.s. No culture was taken. The ulcer was located supratemporally. There was a small satellite ulcer adjacent to that. The pt was prescribed medication and is still under treatment. At the last follow up visit, the condition was improving and the pt was continuing medication. The ulcer was not central and the dr reports there will be no permanent decrease in visual acuity.